Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A protege gps was intended to be used for treatment of the common iliac artery. It was reported resistance was encountered during delivery to lesion, force was not applied. The was no deployment issue. There was damage to the stent while using the delivery system, the stent got pre-deployed and the stent struts were exposed upon removal. The device was safely removed from the patient. Another size product was used to complete the case. No patient injury.

Manufacturer narrative:
Product analysis: the proximal padel was separated from the distal padel the tuohy was loose the size indicated on the strain relief (12 x 80 mm) there was a twist on the proximal end of the tubing at the strain relief the inner shaft and flexible tip were missing from the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.